Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd877266 and gd876482 with no defects noted. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon the receipt of further information and completion of baxter's investigation. This is the third of three reports associated with this event.

Event description:
On (B)(6) 2011, baxter received a report from a dialysis nurse (pdrn) stating that the home patient(hp) had symptom onset of severe abdominal pain and cloudy peritoneal effluent starting (B)(6) 2010, and was seen at the dialysis clinic. The pdrn stated that the fibrin in the hazy effluent appeared black in color. On (B)(6) 2010, treatment started with vancomycin 2gm every 5 days and fortaz 1gm daily intraperitoneally (ip), but after 1 week, the hp had no improvement. The hp was hospitalized on (B)(6) 2010 where peritoneal fluid was again tested and cultured. The hp underwent a cholecystectomy (date unknown) for the doctor thought this could be the cause of the symptoms. When the 3 day culture resulted a fungal yeast/mold, he was diagnosed with fungal peritonitis. The hp received IV treatment (drug unknown) while hospitalized, but did not recover until the pd catheter was removed on (B)(6) 2011 and was started on hemodialysis, which is the long term plan. The hp was discharged to home on (B)(6) 2011.